Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. In addition, oversensing of myopotential noise on the right ventricular (rv) channel was noted. Technical services (ts) was consulted, and it was recommended to replace the system. Subsequently, this crt-d system was explanted and replaced. Other than asystole for 2.5 seconds, pacing inhibition and the procedure, no additional adverse patient effects were reported. At this time, this crt-d has not been returned to boston scientific for further analysis.

Manufacturer narrative:
At this time, no further information is available. Should additional information become available this report will be updated.

Manufacturer narrative:
The returned crt-d was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Analysis found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. Follow up report 1 (correction): this report is being submitted to update section d4: catalog number and serial number. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. In addition, oversensing of myopotential noise on the right ventricular (rv) channel was noted. Technical services (ts) was consulted, and it was recommended to replace the system. Subsequently, this crt-d system was explanted and replaced. Other than asystole for 2.5 seconds, pacing inhibition and the procedure, no additional adverse patient effects were reported. At this time, this crt-d was already returned to boston scientific.

Manufacturer narrative:
Follow up report 1 (correction): this report is being submitted to update section d4: catalog number and serial number. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited low out of range shock impedance measurements. In addition, oversensing of myopotential noise on the right ventricular (rv) channel was noted. Technical services (ts) was consulted, and it was recommended to replace the system. Subsequently, this crt-d system was explanted and replaced. Other than asystole for 2.5 seconds, pacing inhibition and the procedure, no additional adverse patient effects were reported. At this time, this crt-d was already returned to boston scientific, but further analysis has not yet been completed.